Event description:
It was reported the customer received a motor error alarm. It was also found the customer received a motor position encoder error alarm. Customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they had gone through a magnetic resonance imaging machine while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.